Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in storage of an untreated episode. The clinic suspected electromagnetic interference (emi) as the root cause of the noise. Technical services (ts) also discussed the potential of movement related noise and discussed potential troubleshooting options. Additional information was received that the patient experienced dizziness and then received a shock. The shock therapy was felt to be inappropriate for supraventricular tachycardia (svt) with aberrant conduction. The patient was seen in clinic for treadmill testing. The morphology seen in the treated episode was unable to be recreated, however, myopotential noise was observed in alternate sensing vector post treadmill testing. It was noted that the electrode implant position has electrode a over the pectoral muscle. Ts noted that this position will limit programming options. Ts reviewed the stored episode and noted that the shock appeared to be related to t-wave oversensing due to a morphology change. Further review noted a potential premature ventricular contraction (pvc) or aberrant conducted premature atrial contraction (pac) with the same qrs morphology as the tachycardia. The rate and qrs morphology changed abruptly and the amplitude of the qrs decreased, which, caused the sensing algorithm to become the most sensitive and the r-waves were similar to the t-waves, which, resulted in t-wave oversensing. Ts discussed the option of performing a stress test to see if the accelerated rhythm can be reproduced and review the morphology during that rhythm. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.